Manufacturer narrative:
(B)(4). The device was received. Investigation is not completed.

Event description:
Device issue: sutures did not function as expected. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained during use of the prostar xl device, arteriotomy closure was attempted of the femoral artery after an interventional procedure. Reportedly, "there were problems with the sutures". It was not specified how hemostasis was achieve. There were no reported adverse pt effects. Though requested, no add'l info was provided.